Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen via an implantable infusion pump. It was reported that the patient underwent back surgery and shortly after experienced withdrawal symptoms. A dye study was performed and dye appeared to be pooling near connector in pocket and when the physician aspirated the catheter it was serous in color. A catheter revision was planned.